Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted no anomalies, damage or flaws found in the insulation or silicone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implantation of the pacing lead, insulation damage was observed when it was removed from the packaging. The lead was not implanted, no patient complications have been reported as a result of this event.